Event description:
It was reported that multiple intermittent occlusion alarms occurred, the customer's blood glucose increased to 453 mg/dl and prompted a visit to the emergency room on (B)(6) 2026. Customer received short-acting insulin injection and was treated with multiple daily injections at emergency room, after which pump began working and customer was released later that same day, with no ketones, no injury, and no permanent damage identified. Reportedly, the customer was not properly removing residual air from the cartridge and was using off-label admelog insulin with the pump. The customer was educated on the proper load techniques. Customer changed pump supplies and resumed insulin therapy.